Event description:
It was reported that a vns pt had been biting his hands due to irritability with vns therapy and had been hospitalized. The pt is in confinement because of his aggression. The pt has a pre-existing condition of aggressiveness. A review of the patient's programming history revealed that vns settings had been lowered prior to the hospitalization. The physician plans to program the vns device off. Good faith attempts to obtain additional info have been unsuccessful to date.